Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify pump error 37 and pump error 43 due to critical pump error (open book image) alarm. However, motor was tested outside device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error and other multiple errors. Customer's blood glucose level was unknown at the time of the incident. The customer was assisted with the troubleshooting. It was stated that it showed a red x pointing out to an open book image. It was reported that customer went for swimming with the insulin pump. The insulin pump will be returned to the analysis.